Manufacturer narrative:
The customer report of damage was confirmed during the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause of the bezel issue was determined to be due to the bezel boss recall which addressed issues with weakened fr-110 plastic. The proximate cause of the iui (corrosion), sear, and rear case (corrosion) was reported by service to be due to wear. The proximate cause of the second iui (corrosion) related issue was reported by service to be due to user error. The proximate cause of the logic board issue was reported by service to be due to a software upgrade. The proximate cause of the display board issue was reported by service to be due to a faulty u4 component on the display board.

Event description:
The device was found to have damaged components.

Manufacturer narrative:
The customer report of the kaiser recall was confirmed during the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the bezel issue was determined to be due to the bezel boss recall which addressed issues with weakened fr-110 plastic. The proximate cause of the iui (corrosion), sear, and rear case (corrosion) was reported by service to be due wear. The proximate cause of the second iui (corrosion) related issue was reported by service to be due to user error. The proximate cause of the logic board issue was reported by service to be due to a software upgrade. The proximate cause of the display board issue was reported by service to be due to a faulty u4 component on the display board. There was no reported patient injury. This device is used for therapeutic purposes.